Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was received for analysis. A visual and microscopic examination was performed on the returned device. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from a pinhole leak in the catheter approximately 14mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination of the catheter and balloon material identified no issues that could have contributed to the catheter pinhole. The markerbands and tip section of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and non-calcified cephalic vein. A 5.0-40, 80 wanda¿ balloon catheter was advanced for dilatation. However, during the first inflation at approximately 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5x40mm mustang balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and non-calcified cephalic vein. A 5.0-40, 80 wanda¿ balloon catheter was advanced for dilatation. However, during the first inflation at approximately 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5x40mm mustang balloon catheter. No patient complications were reported and the patient's status was stable.